Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that guidewire detachment occurred. The patient underwent percutaneous coronary intervention (pci). A 185 cm pt2 guidewire was selected for used; however, during intervention in the first obtuse marginal vessel, the guidewire prolapsed into the distal vessel. Multiple balloons were used for pci with multiple inflations. When the wire was removed, approximately 15 mm of the wire was broken off. After 30 minutes of unsuccessful retrieval attempts, the physician decided to leave the detached component in place. There were no patient complications reported.